Manufacturer narrative:
(B)(4)

Event description:
The consumer reported that there was uncomfortable stimulation. There was overstimulation or extra stimulation when using the microwave. The patient wanted to change programs because she was using medicine while she had the implantable neurostimulator (ins). She wanted to stop using the medication and use only the stimulation for symptoms. The patient was not able to change the program because the patient programmer was not coupled to the ins. The stimulation was at 4 volts. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, cause, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient was getting 50 percent symptom reduction, but wanted to see if it could be better as they didn't like taking medication.

Event description:
Additional information was received from a patient. It was reported that the issue was not yet resolved but the patient confirmed she is receiving effective therapy. The patient expressed interest in trying different programming options because she wants to reduce the amount of medications she takes.